Event description:
Pt was in a pair of schurmed powered stirrups, surgeon attempted to move stirrups up, stirrups moved down, overextending hip joint. Contacted schurmed in quincy ma. Spoke to co rep who informed rptr that schurmed is not required to maintain a formal complaint system or file mdrs. Recommended user return stirrups for a refund.